Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer input the correction factor into the pump incorrectly. Customer's blood glucose at the time of the event was 450 mg/dl. Customer realized the error and did not deliver a bolus. Customer input the correct correction factor to resolve the issue.